Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected. A review of the share log data was performed however the data did not reflect the investigation window. A bin file review was performed and passed. The reported allegation of loss of connection not confirmed. The root cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was received but investigation window does not reflect the alleged device. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.